Event description:
A medtronic representative reported that a surgeon alleged an inaccuracy during a spinal fusion case utilizing the stealthstation s7 and o-arm systems. The surgeon reported noticing the alleged inaccuracy when using the passive planar blunt probe, but did not report any inaccuracies when using the thoracic pedicle probes. Alleged inaccuracy was 1-2mm off in medial/lateral orientation. The surgeon did not reverify the passive planar blunt probe and used the pedicle probes instead for the remainder of the surgery. There was no impact to the patient outcome.

Manufacturer narrative:
The patient weight has been requested but not provided. The issue experienced by the surgeon is related to training with the stealthstation. Improper verification of instruments appears to be cause of the issue. A medtronic rep spoke with the surgeon after troubleshooting the equipment and provided additional training. In addition, the rep performed an oarm/s7 system accuracy check using a pegboard model. The highest inaccuracy discovered was 1mm when touching furthest point from reference frame. Even though the findings were within the system tolerance, the visiting rep recalibrated the system to increase accuracy. After recalibrating the system passed testing with a maximum accuracy error of .463mm. System performing properly.